Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data logs returned. Placement signal (ps) issue: data logs confirm the narrative that there are negative ps values at the start of support for 59 hours. The ps is widespread throughout the entirety of support. The cause of the placement signal issue was not determined due to lack clinical information and no product returned for investigation. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a physician encountered two types of problems with an impella rp. Immediately after insertion, negative curves on the positioning signal occurred which normalized after about 30-40 minutes and subsequently during support. They have repeatedly reset the flow to restore and reactivate the device, but without any particular resolution. They also noted a low purge fluid flow rate of 6-7 milliliter per hour which has always remained the same. They vented the system but the flow rate never increased. There was no patient harm.

Manufacturer narrative:
D9: updated device return information h6: updated codes based on the results of the investigation. Updated investigation summary the device was returned for evaluation. Placement signal issue: the cause of the placement signal issue was not determined due to lack clinical information, however there was no defect found with the device per returned product analysis.